Event description:
The customer did not report a malfunction. During investigation of the uretero-reno fiberscope, the bending section adhesive was found chipped, and the forceps channel port has corrosion. The most likely cause or probable cause of the reportable malfunction is degradation and separation problem. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, the definitive root cause of the issue could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.